Event description:
It was reported to hamilton medical ag the technical event error 8912 - pump runs and has pressure but never shuts off and does not reach target pressure of 25, pump is leaking. At the time of the event, the patient was connected to the ventilator. No intervention was deemed necessary, and no injury or adverse health consequences were reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation is ongoing.